Event description:
The lay user/pt contacted lfs in 2009 alleging inaccurate erratic readings on her one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent the pt a letter to contact mss to obtain further clinical info. The day before, at either 10:00 am or 10:30 pm, the pt tested her blood glucose and obtained the following readings less than 20 minutes from one another: 410 mg/dl, 377 mg/dl and 293 mg/dl. The pt took her usual dosage of medication after testing her blood glucose. At 10:45 pm, the pt began to exhibit symptoms of feeling very weak and rapid heartbeat. The pt went ahead and self-treated with food and did not seek any further medical attention or contact their physician for assistance. The pt was not tested on another device . The test strips were in good condition and not expired. A quality control test was not done since the pt did not have any control solution. The products were replaced. No further clinical info was provided. It would have been helpful to know the pt's blood glucose readings prior to the event, pt's diabetes regimen and how long symptoms lasted after self-treatment and whether the pt felt better after eating. The complaint is being reported since the pt alleged that due to the elevated reading, she took insulin and 15 minutes later developed symptoms suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.